Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. The patient's identifying information and the device serial number were reported. It was reported that the representative was planning on meeting with the patient on (B)(6) 2017. No further complications are anticipated.

Manufacturer narrative:
The event is no longer reportable after additional information was received. It was determined the error code present was a parity error and thus is not a reportable event. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported the rep met with the patient today. The rep cleared the power-on-reset (por) code 400 and everything was reported as working well. No further complications were reported. ***MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event. ***

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient encountered an informational power on reset (por). It was reported that the patient recharges every monday and that they saw the por on (B)(6) 2017. It was reported that the therapy had stopped. The por was not cleared at the time of the report. No further complications are anticipated.